Event description:
While checking the air manifold on the dimension exl 200 instrument, an operator reportedly touched a screwdriver and experienced a spark. The customer clarified that there was no visible smoke, flame nor injury due to the event. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported bad cuvette errors on the dimension exl 200 instrument. Siemens remotely assisted the customer to resolve the bad cuvette error and low cuvette air pressure on the instrument. An operator cycled cuvettes multiples times and cleared the error. Subsequently, the customer called siemens for further troubleshooting advice. Remotely, siemens assisted the customer, and an operator replaced the diaphragm and heat torch, verified the presence of the rubber tip, tested 20 cuvettes, clamped off the air manifold, shutdown the instrument, disconnected power from the heat torch, removed the air manifold and heat torch, placed the heat torch, powered the heat torch, installed diaphragm, switched on power, rebooted instrument, and made 20 cuvettes. A siemens field engineer (fe) was dispatched to the customer's site. During the visit, the fe adjusted the air pressure, changed the diaphragm and heat torch, and serviced form and u-seal solenoids gap to specifications. Then, the fe performed cuvette-making cycle 100 times in diagnostics and ran auto checks, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of the device is required.